Event description:
It was reported that a patient presented to the emergency room due to inappropriate shock. It was noted that the right ventricular (rv) lead had dislodged as was far p wave oversensing resulting in inappropriate shock. The physician elected to explant and replace the rv lead. The patient condition was stable.